Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of levophed 24 mcg/min with a spectrum iq pump the patient experienced hypotension, reported as¿ the blood pressure dropped without apparent reason¿. The levophed was increased to 65mcg/min before the device alarmed upstream occlusion and there was a delay of 17 minutes before detecting the upstream occlusion. The tubing was slightly ¿kinked¿ before entering the pump, once repositioned the pump began to infuse ¿well again¿. According to the reporter, drops were visible despite the occlusion, but after increasing the flow rate it was noticed that the number of drops did not increase sufficiently with respect to the flow rate required, ¿a partial occlusion". The clamp was properly opened and there were no issues with the tubing. Once resolved, the blood pressure increased drastically. No additional information is available.

Manufacturer narrative:
Corrected information d4 expiration date: n/a. Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing,the device was tested for upstream occlusion detection at the rates reported by the customer and was able to detect an upstream occlusion, when introduced to a running set, as intended. A review of the event history log revealed that the customer experienced a single "upstream occlusion!" Alarm on the reported event date during an infusion matching the parameters reported by the customer. The customer reported that an occlusion was observed in the form of a kink near the top of the pump and the lack of the upstream occlusion alarm delayed the infusion for 17 minutes. The "upstream occlusion!" Alarm occurred 1 hour and 54 minutes after the infusion was initially started, however log cannot be used to determine when the tubing became kinked. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event..the reported condition was verified. The ultrasonic sensor calibration was found within intended range and no visual abnormalities that could cause or contribute to the reported problem were observed. No pump correction is required. The customer also reported that the line was partially occluded and drops were still flowing, despite the kink in the tubing. Per the caution on page 2-17, spectrum iq operator's manual, "the upstream occlusion detector may not detect partially occluded tubing. Always check to ensure the IV set¿s clamp is not closed above the pump and respond appropriately to all primary and secondary check flow prompts." Should additional relevant information become available, a supplemental report will be submitted.